Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor assembly. Lvp keypad was operating as expected. Testing of the returned alaris¿ pump model 8100 confirmed faulty pressure sensor. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Based on the findings, service determined that the reported issue was due to electrical failure of the pressure sensor (patient side). Device history record a review of the device history record showed the device had a manufacture date of 11sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device "unknown/needs repair." There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device "unknown/needs repair." There was no additional information provided and no patient involvement.